Event description:
Customer reported that issue occurred with touchscreen responsiveness, where pump screen was frozen and unresponsive to inputs, preventing interaction. There was no adverse impact to the customer¿s blood glucose level. Despite attempts to reset the pump, the issue persisted, and technical support decided to replace the pump. Customer was informed that the replacement pump would include updated software, and they acknowledged the necessary steps to return the faulty pump and handle the new one. They were instructed to use an alternate method for insulin delivery until the replacement arrived.